Event description:
This case was reported by a consumer and described the occurrence of exacerbation of asthma in a (B)(6) female pt who received lactoperoxidase + lysozyme (biotene moisturizing mouth spray) for an unk drug indication. A physician or other health care professional has not verified this report. Concurrent medical conditions included allergy to yellow dye and asthma. On an unk date, the pt started lactoperoxidase + lysozyme. At an unk time after starting lactoperoxidase + lysozyme, the pt experienced exacerbation of asthma, condition aggravated, cough, sneezing, wheezing and allergic reaction. This case was assessed as medically serious by gsk. Treatment with lactoperoxidase + lysozyme was discontinued. At the time of reporting, the event were resolved. Consumer reported condition aggravated of biotene moisturizing mouth spray made her asthma worse. Consumer reported she only coughed, wheezed and sneezed in the mornings. Consumer reported she uses biotene oralbalance gel without any events.

Manufacturer narrative:
Biotene is mfg in (B)(4), in the united states. The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).